Event description:
It was reported during a surgical procedure on (B)(6) 2025, the s3 drg lead was unable to be removed and left implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.